Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a visual inspection of the pump showed that the keypad cover was intact. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were intermittently unresponsive since a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.